Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port with maxzero¿ needleless connector leaked. The following information was provided by the initial reporter: it was reported IV catheter had a crack from the tubing to the pink port.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-06-08. H6: investigation summary our quality engineer inspected the physical sample returned for evaluation. Bd received one affected sample for this incident. The device was received without the packaging and consisted of the catheter adapter and extension line assemblies. The pinch clamp was not engaged and the luer adapter was partially separated at the extension tubing, just below the nose of the adapter. The extension tubing displayed a cut with grains and jagged edges, indicative of a cut due to sharp objects and further separation due to stress on the tubing component. During the manufacturing process, an initial cut can occur due to misalignment within the machinery. In process testing and inspections are performed to mitigate the risk of this type of defect. A cut to the device may also result within the user environment if the clinician uses scissors near the catheter. As the unit shows signs of use, an accidental cut during application cannot be ruled out. Damage to the tubing from either the manufacturing process or the user with excessive stress placed on the damaged device may result in breakage or separation, as seen with the affected sample. As a lot number was unknown for this incident, a device history record review could not be performed to identify any possible non-conformances during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port with maxzero¿ needleless connector leaked. The following information was provided by the initial reporter: "it was reported IV catheter had a crack from the tubing to the pink port".